Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 19.3 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. No patient involvement was reported.

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint #:(B)(4).